Manufacturer narrative:
H4 - device mfg date: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was not occluding during the pressure test¿ was confirmed. The probable cause was damaged downstream occlusion (dso) sensor. The dso sensor was replaced. Performance verification testing was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not occluding during the pressure test. There was no patient involvement.